Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered a power on reset (por). The por was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688, lead, implanted: (B)(6) 2014; 4470, boston scientific lead, implanted: (B)(6) 2004. (B)(4).